Manufacturer narrative:
Additional information: d6b added. Correction: e4.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Placement signal issue: the cause of placement signal issue was not determined with incomplete device and no data logs being returned for investigation. Saturated flow: the cause of saturated flow was not determined with incomplete device and no data logs being returned for investigation. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6: code added per information in the complaint file.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported placement signal loss with negative readings on systolic and diastolic signals. The flows were abnormally high at p4 with normal motor current. No patient harm has been reported.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.